Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: the battery compartment was cracked in two places: near top and below bumper pad. A leak due to a cracked pump case was found. A battery compartment leak was found. Moisture was found internal to the pump: on all board and in battery compartment. A crack was found in case near lower right corner of display-damage to pump case. The bolus button is not working due to moisture corrosion on bolus button connector and moisture damage on board. A dim, pink display was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.